Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ("pelvic discomfort"), uterine haemorrhage ("abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting") and device dislocation ("the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. Concurrent conditions included skin reaction. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced the first episode of back pain ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), rash ("rashes/ skin rashes"), the second episode of back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis") and vulvovaginitis ("vulvovaginitis"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, the last episode of back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis and vulvovaginitis outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the rash had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bacterial vaginosis, device dislocation, dyspareunia, dysuria, headache, menometrorrhagia, menorrhagia, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6) 2016; previously reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed bilateral tubal blockage. On (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Most recent follow-up information incorporated above includes: on 30-apr-2018: information received from legal department. Plaintiff also experienced abdominal pain, mood swings, chronic bacterial vaginosis, vulvovaginitis. It was reported that the right essure ended at the cornua of the uterus/remnant of the right fallopian tube and extended into the uterus. Essure was removed on (B)(6) 2016. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic discomfort'), uterine haemorrhage ('abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting') and device dislocation ('the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. Concurrent conditions included skin reaction. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced low back ache ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), dermatitis allergic ("rashes/ skin rashes / allergy"), back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginitis ("vulvovaginitis"), premenstrual pain ("her boobs hurt right before her monthly comes"), migraine ("migraines") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, low back ache, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis, vulvovaginitis, premenstrual pain, migraine and hypersensitivity outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the dermatitis allergic had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bacterial vaginosis, dermatitis allergic, device dislocation, dyspareunia, dysuria, headache, hypersensitivity, low back ache, menometrorrhagia, menorrhagia, migraine, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, premenstrual pain, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis and back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6) 2016; previously reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: showed bilateral tubal blockage.. Diagnostic results: on (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New events- migraines, allergy symptoms added. Product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic discomfort'), abnormal uterine bleeding ('abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting') and device dislocation ('the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus') in a 27-year-old female patient who had essure (batch no. 958711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. On (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Concurrent conditions included skin reaction. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced low back ache ("low backache") and heavy menstrual bleeding ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), dermatitis allergic ("rashes/ skin rashes / allergy"), back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginitis ("vulvovaginitis"), premenstrual pain ("her boobs hurt right before her monthly comes"), migraine ("migraines") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, abnormal uterine bleeding, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, low back ache, heavy menstrual bleeding, pelvic pain, menometrorrhagia, headache, abdominal distension, back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis, vulvovaginitis, premenstrual pain, migraine and hypersensitivity outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the dermatitis allergic had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, arthralgia, bacterial vaginosis, dermatitis allergic, device dislocation, dyspareunia, dysuria, headache, heavy menstrual bleeding, hypersensitivity, low back ache, menometrorrhagia, migraine, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, premenstrual pain, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis and back pain to be related to essure. The reporter commented: twelve coils were visible on the right and s coils remained on the left. On (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6); previously reported as 04-apr-2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: showed bilateral tubal blockage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic discomfort'), abnormal uterine bleeding ('abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting') and device dislocation ('the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus') in a 27-year-old female patient who had essure (batch no. 958711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. Concurrent conditions included skin reaction. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced low back ache ("low backache") and heavy menstrual bleeding ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), dermatitis allergic ("rashes/ skin rashes / allergy"), back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginitis ("vulvovaginitis"), premenstrual pain ("her boobs hurt right before her monthly comes"), migraine ("migraines") and hypersensitivity ("allergy symptoms"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, abnormal uterine bleeding, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, low back ache, heavy menstrual bleeding, pelvic pain, menometrorrhagia, headache, abdominal distension, back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis, vulvovaginitis, premenstrual pain, migraine and hypersensitivity outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the dermatitis allergic had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, arthralgia, bacterial vaginosis, dermatitis allergic, device dislocation, dyspareunia, dysuria, headache, heavy menstrual bleeding, hypersensitivity, low back ache, menometrorrhagia, migraine, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, premenstrual pain, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis and back pain to be related to essure. The reporter commented: twelve coils were visible on the right and s coils remained on the left. On (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6) 2016; previously reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: showed bilateral tubal blockage. Diagnostic results: on (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic discomfort'), uterine haemorrhage ('abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting') and device dislocation ('the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. Concurrent conditions included skin reaction. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced low back ache ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), rash ("rashes/ skin rashes"), back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginitis ("vulvovaginitis") and premenstrual pain ("her boobs hurt right before her monthly comes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, low back ache, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis, vulvovaginitis and premenstrual pain outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the rash had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bacterial vaginosis, device dislocation, dyspareunia, dysuria, headache, low back ache, menometrorrhagia, menorrhagia, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, premenstrual pain, rash, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis and back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6) 2016; previously reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: showed bilateral tubal blockage. Diagnostic results: on (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event " her boobs hurt right before her monthly comes" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ('pelvic discomfort'), uterine haemorrhage ('abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting') and device dislocation ('the right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. Concurrent conditions included skin reaction. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced low back ache ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), rash ("rashes/ skin rashes"), back pain ("back pain"), arthralgia ("intermittent joint pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginitis ("vulvovaginitis") and premenstrual pain ("her boobs hurt right before her monthly comes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, device dislocation, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, low back ache, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, back pain, arthralgia, dyspareunia, mood swings, bacterial vaginosis, vulvovaginitis and premenstrual pain outcome was unknown, the abdominal pain lower and abdominal pain had resolved and the rash had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bacterial vaginosis, device dislocation, dyspareunia, dysuria, headache, low back ache, menometrorrhagia, menorrhagia, mood swings, ovarian cyst, pelvic discomfort, pelvic pain, premenstrual pain, rash, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vulvovaginitis and back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. According to this current follow-up, the essure was removed on (B)(6) 2016; previously reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: showed bilateral tubal blockage.. Diagnostic results: on (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube. The right essure ended at the comua of the uterus/remnant of the right fallopian tube and extended into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ("pelvic discomfort") and uterine haemorrhage ("abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced the first episode of back pain ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), abdominal distension ("abdominal bloating"), rash ("rashes/ skin rashes"), the second episode of back pain ("back pain"), arthralgia ("intermittent joint pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), abdominal distension ("abdominal bloating"), rash ("rashes/ skin rashes"), the second episode of back pain ("back pain"), arthralgia ("intermittent joint pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, the last episode of back pain, arthralgia and dyspareunia outcome was unknown, the abdominal pain lower had resolved and the rash had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dyspareunia, dysuria, headache, menometrorrhagia, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed bilateral tubal blockage. On (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube and right uterine cornua. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including pelvic discomfort and abnormal uterine bleeding. On (B)(6) 2016 the plaintiff underwent laparoscopic assisted vaginal hysterectomy with left salpingectomy, operative report indicate that the fallopian tube and ovary were absent on right side and that the right essure coil was found in right uterine cornua. Pain/discomfort and bleeding of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ("pelvic discomfort") and uterine haemorrhage ("abnormal uterine bleeding/ irregular bleeding/ constant uterine bleeding with severe clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff experienced normal menstrual cycles and did not suffer from the abnormal uterine bleeding, rashes, intermittent joint pain, pelvic and abdominal pain, and painful intercourse. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst") and abdominal pain lower ("left lower abdominal pain"). On (B)(6) 2015, the patient experienced the first episode of back pain ("low backache") and menorrhagia ("heavier menstrual flow"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("itching"), vulvovaginal burning sensation ("burning"), dysuria ("dysuria"), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("menometrorrhagia symptoms"), headache ("chronic headaches"), abdominal distension ("abdominal bloating"), rash ("rashes/ skin rashes"), the second episode of back pain ("back pain"), arthralgia ("intermittent joint pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic discomfort, uterine haemorrhage, ovarian cyst, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, dysuria, menorrhagia, pelvic pain, menometrorrhagia, headache, abdominal distension, the last episode of back pain, arthralgia and dyspareunia outcome was unknown, the abdominal pain lower had resolved and the rash had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dyspareunia, dysuria, headache, menometrorrhagia, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: on (B)(6) 2012 plaintiff was advised that the abnormal uterine bleeding was related to the depo provera injection. On (B)(6) 2013 she was again advised that this bleeding was related to the depo provera injection, and offered oral contraceptives for treatment. While plaintiff has not been tested for a nickel allergy, she is unable to wear costume jewelry as it causes a reaction on her skin. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed bilateral tubal blockage. On (B)(6) 2016: operative report indicate that the fallopian tube and ovary were absent on right side and that essure implants were found in left fallopian tube and right uterine cornua. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of product technical complaint company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including pelvic discomfort and abnormal uterine bleeding. On (B)(6) 2016 the plaintiff underwent laparoscopic assisted vaginal hysterectomy with left salpingectomy, operative report indicate that the fallopian tube and ovary were absent on right side and that the right essure coil was found in right uterine cornua. Pain/discomfort and bleeding of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident due to the reported intervention required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.